Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) reached an eri battery status after 48 months of implant. The physician was dissatisfied with the longevity of the device.